Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other') in an adult female patient who had essure (batch no. 863579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted, specify : no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic/abdominal"), abdominal pain ("pelvic/abdominal"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue,"), alopecia ("hair loss"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), vulvovaginal mycotic infection ("vaginal yeast infection"), abdominal distension ("bloating"), pelvic discomfort ("pelvic discomfort /mild discomfort with the balloon inflation") and ovarian cyst ("ovariann cyst") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). At the time of the report, the perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, alopecia, hormone level abnormal, weight increased, menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, abdominal distension, pelvic discomfort and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, ovarian cyst, pelvic discomfort, pelvic pain, perforation, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events vaginal, menorrhagia, vaginitis; bloating. Pelvic discomfort ere added. Lot number, product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other') in an adult female patient who had essure (batch no. 863579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted, specify : no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), pelvic pain ("pelvic/abdominal"), abdominal pain ("pelvic/abdominal"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue,"), alopecia ("hair loss"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), vulvovaginal mycotic infection ("vaginal yeast infection"), abdominal distension ("bloating"), pelvic discomfort ("pelvic discomfort /mild discomfort with the balloon inflation"), ovarian cyst ("ovariann cyst"), feeling abnormal ("not feel good") and pain ("whole body hurts") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). At the time of the report, the perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, alopecia, hormone level abnormal, weight increased, menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, abdominal distension, pelvic discomfort and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hormone level abnormal, menorrhagia, ovarian cyst, pain, pelvic discomfort, pelvic pain, perforation, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. New events not feel good and whole body hurts were added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other') in an adult female patient who had essure (batch no. 863579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted, specify : no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic/abdominal"), abdominal pain ("pelvic/abdominal"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue,"), alopecia ("hair loss"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), vulvovaginal mycotic infection ("vaginal yeast infection"), abdominal distension ("bloating"), pelvic discomfort ("pelvic discomfort /mild discomfort with the balloon inflation") and ovarian cyst ("ovariann cyst") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). At the time of the report, the perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, alopecia, hormone level abnormal, weight increased, menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, abdominal distension, pelvic discomfort and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, ovarian cyst, pelvic discomfort, pelvic pain, perforation, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted, specify: no". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic/abdominal"), abdominal pain ("pelvic/abdominal"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue,") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). At the time of the report, the perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, alopecia, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, pelvic pain, perforation, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new events added: "dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, psych injury, perforation other , bladder/urinary problems vag. Discharge, fatigue, hair loss, hormonal changes, weight gain". Patient's demographics were added. Patient's information was updated. Product indication updated. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.